Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The arteriotomy was 8f and per instructions for use, under indications for use: the prostar xl 10f pvs system is designed for use in conjunction with 8.5f to 24f sheaths. Evaluation summary: analysis was performed on the returned device. The reported marker lumen blockage could not be confirmed as the device was returned with evidence of blood in the marker lumen. Based on the reported information and returned device analysis a conclusive cause could not be determined for the reported marker lumen blockage. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the sheath was upsized a 9fr then a 14fr and the transcatheter aortic valve implantation (tavi) procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was a 6fr. Reportedly, there was no backflow on the marker lumen of the prostar xl device. A second prostar xl device was used for successful suture placement using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed sutures from the second prostar xl device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.